Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. As of the date of this report, the hrsv has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon side console (ssc) had vision in only one eye. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised cleaning the blue fiber cable and reboot the system. The issue continued after the system reboot. The procedure was continued robotically as planned on the other ssc that was available. There were no reports of patient injury. Isi contacted the customer and obtained the following information: the case was originally set as a dual console procedure. The affected surgeon side console (ssc) was serial number (sn) (B)(6). The procedure was completed with only one ssc. The issue was related to a left eye black on ssc (sn) (B)(6).